Manufacturer narrative:
E2: no information. The device is expected to be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the autoclavable camera head had poor contact and image was blurry. There were no reports of patient harm.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device underwent visual and functional inspection. The customer allegation was confirmed. Additionally, poor watertightness was observed. It is clear that water may have entered the interior due to poor watertightness. It is speculated that the moisture that entered caused the internal charged coupled device to malfunction, making it impossible to communicate properly, leading to poor images and poor contact. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no repair history for the actual product within the past 12 months from the date of the complaint. The reported risk/harm is addressed in the instructions for use (IFU): "warnings" section of the instruction manual "instructions for use": ·in case of abnormalities in the endoscopic images or functions, the following warning is given. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. The following is stated in the "caution" section of the instruction manual "for safe use_handling and general precautions". - do not hit or bend the electrical contacts of the video connector. Doing so may make it impossible to connect to the video system center or cause a connection failure. Olympus will continue to monitor the field performance of this device.